Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) on 2018-jun-12. The patient had acute chronic right sided back pain. The patient was admitted to the hospital, given multiple pain medications, and a CT lumbar spine was performed to resolve the back pain. A manufacture representative (rep) interrogated the device which only had 0, 1, 3, 4 as working contacts. The back pain was first noticed on (B)(6) 2018. There was acute exacerbation. Additional information was received from the rep on 2018-jun-21. The rep programmed around the high impedances to get the best coverage possible. No revision was planned at this time. The hcp was notified of this information. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacture representative (rep) on (B)(6) 2017. The rep indicated that a revision was not planned at this time. The information was confirmed with the physician¿s assistant. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the patient originally had their one lead implanted to pain on the left side and from the low back to the lower leg. The patient is now having bilateral pain that cannot be covered with one lead. The manufacturer representative was unable to get necessary coverage with the contacts available. The physician's assistant was going to discuss with the managing physician to determine if a revision is needed or if they should just turn off the stimulator. No further complications are anticipated.

Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# (B)(4), product type programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) via a friend/family member regarding a patient with an implantable neurostimulator (ins) for spinal pain. The patient fell recently and since the fall the patient has had increased pain. The caller tried to connect to the ins with the patient programmer but it would not turn on and they were seeing an error icon on the screen that looked like a depleted battery icon. The rep would be meeting with the patient on (B)(6) at 10am. No interventions have been taken at this time. The issue was not yet resolved but the patient was noted to alive with no injury. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacture representative (rep). They reported that they saw patient in the hospital because patient had a fall back in (B)(6) 2017 and started to experience pain in (B)(6). Patient reported not getting pain relief from the stimulator. It was noted that there were high impedances on most electrodes. Rep wanted to troubleshoot. During call, impedance values were tested and the following results were seen using reference 0 at 3v: 1: 5509, 2: 7225, 3: 6706, 4: 7451, 5: 9043, 6: 9715 and 7: 10720. After changing references, impedances were more or less the same, but at 0.7amps, the electrode 3 and 4 were okay at 8200 and 9200 but was reviewed as higher than typical values. Rep also ran tests at 0.7, 1.5 and 3v with similar results. Rep confirmed the only electrode over 10k was 7 but that electrodes 6 and 7 was not active in patient programming so rep was just going to program using the lowest impedances (0, 1, 3, and 4). No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported the cause of the ins not turning on and the error code was that the patient programmer had low batteries. The batteries were replaced and the error was resolved. The fall caused high impedances greater than 40,000 on all electrodes. The patient was seeing a surgeon to discuss revision and the patient did not have stimulation at this time. No further complications were reported.